Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case the cause of aortic stenosis is unknown; however, it could be related to the patient¿s significant co-morbidities (htn, hyperlipidemia) and the progression of the pre-existing disease process. Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported approximately 6 years post implantation of a 26mm sapien xt valve, a second 23mm sapien 3 valve was implanted due to elevated gradient consist with severe aortic valve stenosis. Echo (tte) following valve deployment showed excellent valve position and function with no significant aortic insufficiency (ai). The post-procedure course was uncomplicated. A transient bradycardia immediately post procedure and returned to normal sinus rhythm. The patient was stable for discharge 24 hours post valve in valve procedure. A beta blocker and angiotensin receptor blocker were discontinued at discharge from hospital. Asa was started at discharge with a plan to continue for 6 months. The patient was to follow up with her cardiologist. Upon review of medical records (consult notes) and a 4 month echo tte prior to valve in valve procedure, the patient was identified as having significant prosthetic aortic valve stenosis. Echo noted abnormally functioning bioprosthesis valve. Severe stenosis and peak instantaneous transaortic gradient is 60mhg and a mean aortic systolic gradient is 36mmhg with trace paravalvular aortic regurgitation.